Event description:
It was reported that the customer had normal blood glucose levels of 103 mg/dl. The customer reported a crack on the bottom portion of the insulin pump. The customer further reported that the insulin pump fell off the counter to the floor. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.